Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 23/jan/2012, 23/apr/2013, 23/oct/2014, 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: creases and wear abrasion. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified, and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The events of inflammation/irritation, lump/nodule, and neurological symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation are inflammation/irritation, lump/nodule, and neurological symptoms. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with migraines and experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast". Patient additionally reported "a lump or thickening in or near the breast or in the underarm area" and raynaud's phenomenon. Patient additionally reported capsular contracture, baker grade iii. No treatment provided. Additionally, healthcare professional reported left side "folded" implant. The device has been explanted. This report is for the left side.